Event description:
It was reported that when the operating room staff opened the implant, the inner blister was jammed in and partially melted together to the outer blister. This event happened during a right knee primary surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained was discarded. Should additional info becomes available, the eval summary will be submitted in a supplemental report.